Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coils. During the procedure, the physician successfully placed a ruby coil in the target vessel using a non-penumbra microcatheter. While advancing a new ruby coil, the physician experienced resistance and the ruby coil unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.